Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd IV tubing set experienced component separation. The following information was provided by the initial reporter: it was reported by the customer that the IV tubing is falling out of the medication bags after they have been spiked.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 31-mar-2022. H6: investigation summary: the customer reported the spikes are falling out of the bags, and returned both ms3500-15 and 2426-0007 sets through our reps. This complaint captures unknown sets the customer reported to have the same issue. The samples were tested with 2- fentanyl 2500mcg/250ml douglas medical IV bags, 1- norepinephrine 8mg/250ml nephron IV bag, 1-500 ml lactated ringer's (bd), and 1-1000 ml lactated ringer's (bd) IV bags. The sets were primed for 30 minutes with lactated ringers injection bags made by bd. Even with jostling of the bag and the testing time, there were no issues found with the bags falling out. The spike diameter was measured under a calibrated (dchu-0002) keyence microscope, and they dimensionally complied to the iso 8536-4. The spike diameter was measured .4 inches from the bottom of the filet hole in the top of the spike. A supplier quality engineer who works with the spike also verified that the drawing of the spike is compliant with iso 8536-4. The complaint of spike disconnection was verified by the bd reps, but the root cause could not be traced to any issue with the bd spikes. A device history record review could not be performed because the material and lot number are unknown.

Event description:
It was reported that the unspecified bd IV tubing set experienced component separation. The following information was provided by the initial reporter: it was reported by the customer that the IV tubing is falling out of the medication bags after they have been spiked.